Event description:
It was reported that the customer experienced high blood glucose levels after delivering a bolus. Troubleshooting was performed, and the insulin pump passed the prime test. Reviewed the alarm history, and did not find any no delivery alarms. Sent the tubing clamp and advised to call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.